Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that the device was interrogated and the issue was resolved. This indicated telemetry lockout on the device. No further patient consequences were reported.